Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device which identified that the inner member was separated. Follow-up with the site was unable to confirm how the inner member became separated. The reported difficulty to insert the guide wire could not be replicated in a testing environment due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported difficulty. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 2.75x12mm nc trek rx balloon dilatation catheter (bdc) met resistance and would not load onto an unspecified guide wire. The bdc would only advance as far as the catheter tip and no further. No resistance was noted as the bdc was removed from the guide wire. A same size non-abbott bdc was able to successfully traverse the guide wire and the procedure continued. There was no adverse patient effect and no clinically significant delay in the procedure. Return analysis noted the inner member was separated at the proximal end of the proximal balloon marker. The site reported that no resistance was noted while removing the protective sheath/stylet and the device was prepped per the instructions for use (IFU) without any issues. No additional information was provided.

Manufacturer narrative:
(B)(4). On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.